Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were greater than 200 ohms. At this time, the patient was seen and reprogramming was performed. The lead remains in service. No adverse patient effects were reported.